Event description:
It was reported that prior to the procedure, the needle was bent, when they took the device out of the package. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damaged introducer tube. Eval summary - the analysis results of the mam3014 found that it was received with the introducer tube bent at distal, making the instrument non-functional. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the damage observed at analysis. A potential cause of this damage is the application of an excessive force over the introducer tube that causes the obturator to become bent during transit. However, no conclusion could be reached as to what may caused the found damage. The batch record was reviewed and no anomalies were noted during the mfg process.